Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Returned documentation did not include this information. Manufacturer site and manufacturer date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn as no device was returned and no catalog or lot number was provided. Manufacturing records could not be reviewed without a lot number. Note: this is 1 of 24 reportable veptr events received in 2009, from this healthcare facility.

Event description:
A patient presented with left upper extremity weakness status post initial implantation of veptr device. Additional information received indicates decreased distraction of left-sided veptr in the or.